Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient's blood glucose reading was over 600 mg/dl with symptoms of dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy with recent adjustments to the basal setting by health care provider. The reporter stated that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the event with the reporter. It was determined that the time/date was set correctly. Review of basal and bolus deliveries showed that they were correct and as programmed. Review of potential causes of perceived inaccurate delivery issue and potential causes of blood glucose issues did not identified any assignable cause. Troubleshooting was unable to resolve the alleged inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that on the day before the complaint date, delivery was interrupted twice due to total daily dose being exceeded in the early evening, for a total of about 4 and a half hours. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned battery cap and a test cartridge cap, the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus and an audio bolus were completed and recorded correctly. Unrelated to the complaint, a battery compartment crack was found below the grip pad. (B)(4)